Event description:
A bayer rep reported the following: a (B)(6) yr old female pt with an admitting diagnosis of chest pain suffered an alleged 0.5 to 3 ml air injection while undergoing a left heart catheterization when connected to the avanta fluid mgmt system. The pt experienced chest pain and st elevation. In response, the pt was given nitroglycerin, morphine, and 100 percent oxygen. The pt was reported to recover with no further treatment required.

Manufacturer narrative:
Bayer svc performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification and as intended. The injector has been in use daily since the reported occurrence. The actual disposables involved during the incident were unavailable for return at this time and lot numbers were not recorded by the site. The customer was offered add'l applications training and has declined at this time. In the event add'l info is received, a f/u report will be submitted.